Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the keypad all the buttons were under responsive. It was also reported that there was moisture present in the battery compartment and cartridge compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/19/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during testing, there was no damage observed on the keypad and all the keypad buttons functioned appropriately. The keypad cover was removed and no internal keypad button defects were found. The battery compartment and display was also free of moisture. Unrelated to the original complaint, the battery compartment was cracked and the display was dim. The leak test verified leak at the battery compartment crack.